Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating through right fallopian tube') and device dislocation ('malpositioned essure/ left sided essure coil was visualized lying along the bowel mesentery') in a 36-year-old female patient who had essure (batch no. B41536 not valid, 629144) inserted for female sterilisation. The patient's medical history included dysmenorrhea, vaginal discharge, libido decreased, heavy periods, abdominal pain and fibromyalgia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ("laparoscopic" bilateral salpingectomy,hysteroscopy d &c). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal closure appears to be effective with no filling of right fallopian tube.; in (B)(6) 2021: unilateral blockage, and iud. Lot number reported (b41536) is not valid lot number: 629144 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating through right fallopian tube') and device dislocation ('malpositioned essure/ left sided essure coil was visualized lying along the bowel mesentery') in a (B)(6) year-old female patient who had essure (batch no. B41536, 629144) inserted for female sterilisation. The patient's medical history included dysmenorrhea, vaginal discharge, libido decreased, heavy periods, abdominal pain and fibromyalgia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy,hysteroscopy d &c). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal closure appears to be effective with no filling of right fallopian tube; in (B)(6) 2021: unilateral blockage, and iud. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.